Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring surgical intervention and prolonged hospitalization. During the procedure heparin drip was started on patient just prior to ablation, the activation clotting time (act) is not available. Mapping was then performed in the left ventricle. Post-procedure, the patient developed cva symptoms. A CT scan was performed, and a clot was found in the vertebral artery. The patient was transferred to an outside hospital for thrombectomy procedure. Extended hospitalization was required as a result of the event. Physician causality opinion is not available. Patient¿s outcome is unknown. No bwi product malfunctions were reported. No other details were provided.